Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had a broken reservoir compartment, broken on top and broke into three pieces. The customer's blood glucose level was unknown at the time of the incident. The customer reported the reservoir is able to lock in place when inserted into the insulin pump. The insulin pump will be returned for analysis.